Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding pt/inr cartridges that yielded a discrepant pt/inr results when compared to the lab method. The customer states that 11 out of 12 results from the method comparison study are unacceptable. Based on the info available at this time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, the incident was identified and linked to an investigation that was completed on (B)(4) 2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the us food and drug administration.